Event description:
The customer reported the system displayed a black image followed by a check files error code and the smell of smoke. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The uninterrupted power supply was replaced. The system was then found to be operating as intended.